Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing high, out of range, hv lead impedance on the ventricular channel. Patient was asymptomatic. Pocket encapsulation is suspected. No further information.